Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient underwent a revision on their device system. The details of the revision were not reported. Manufacturer records show, the patient received two extensions on (B)(6) 2011. Approximately three weeks after the revision, the patient's device showed an eri message. Additional information has been requested, a follow-up report will be sent if additional information becomes available.